Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit upon interrogation, the device revealed undersensing of atrial fibrillation on the mode switch stored egms. All other measurements on the lead were within normal limits. Programming changes were made. Patient is fine.